Event description:
Philips received a complaint by the customer on the v60 indicating that there were issues with the bottom left corner of the touchscreen. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device had issues with the bottom left corner of the touchscreen and requested troubleshooting assistance. The rse informed the customer of the touchscreen calibration process and how to perform touchscreen calibration. The rse also informed the customer of the touchscreen diagnostic menu to check calibration and recommended replacing the touchscreen if the issue remained. The rse provided the customer with the part number and price of the replacement touchscreen for repair. Investigation is ongoing.

Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the device had issues with the bottom left corner of the touchscreen and requested troubleshooting assistance. The rse informed the customer of the touchscreen calibration process and how to perform touchscreen calibration. The rse also informed the customer of the touchscreen diagnostic menu to check calibration and recommended replacing the touchscreen if the issue remained. The rse provided the customer with the part number and price of the replacement touchscreen for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.